Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Contact was unsure of cause of low bg; however, contact reported that the pump may not have suspended insulin when customer¿s bg trended low. A glucagon injection was administered to address bg. Customer was admitted to the hospital and received juice as treatment. Customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy. Tandem technical support reviewed the pump data and found that the pump had suspended insulin when customer began to trend low; pump functioned as intended. Customer acknowledged that pump was functioning as intended.